Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address: street: (B)(6) e3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a patient lost ~680ml of blood following a cesarean section delivery, secondary to atony of the lower uterine segment. The user disinfected the perineum and vagina and a 'bakri tamponade balloon catheter' was inserted into the uterine cavity under the guidance of ultrasound. The user inflated the balloon with 200ml of saline. Approximately 1hr 40min after placement, the user removed 3 sponges from the vaginal canal and attempted to extract the 200ml of saline to deflate the balloon; only 40ml of saline remained in the balloon and was extracted. The device was removed and a leak was noted at the tip of the balloon. The device was not handled by or in the proximity of any metal tools. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, a patient lost ~680ml of blood following a cesarean section delivery, secondary to atony of the lower uterine segment. The user disinfected the perineum and vagina and a 'bakri tamponade balloon catheter' was inserted into the uterine cavity under the guidance of ultrasound. The user inflated the balloon with 200ml of saline. Approximately 1hr 40min after placement, the user removed 3 sponges from the vaginal canal and attempted to extract the 200ml of saline to deflate the balloon; only 40ml of saline remained in the balloon and was extracted. The device was removed and a leak was noted at the tip of the balloon. The device was not handled by or in the proximity of any metal tools. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, no product returned, and the results of the investigation, a definitive cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.